Event description:
Report-(B)(4). "Attempted replacement of io in right distal tiba on pt ez-io was utilized and tested prior to use. Drill spun with a green light during test. Io needle was attached and placement attempted in tibia. Upon initial entry into bone, ez-io drill stopped spinning. Io needle had not make it fully through bone when drill stopped. Drill was detached from needle and would not power on. Needle was advanced rest of the way into bone marrow pocket by hand and placement was ultimately successful without further complication. Upon arrival back at base, ez-io drill was spinning again and showing a green light indicator. Ez-io drill was swapped with the back-up drill." This is the ez-io g3 model. It is concerning that the battery indicator light was green, yet the device lost power before the procedure was complete. There seems to be no means of warning the user of an impending battery failure. While no harm came to the pt in this case, this seems like a red-flag. FDA safety report ID# (B)(4).